Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via phone call that they were hospitalized due to high blood glucose. The customer's blood glucose was over 600 mg/dl at the time of the incident. The customer's blood glucose was 277 mg/dl at the time of call. The customer's blood glucose was 210 mg/dl at the time of hospitalization. The customer's mother stated that they treated their high blood glucose with manual injections. The customer's mother also reported that she experienced dizziness, blurry vison, upset stomach and body aches as symptoms of high blood glucose. The time of the hospitalization was 12:30pm and the date of the hospitalization was (B)(6) 2015. The customer's mother was advised to change entire set, reservoir, insulin and treat per health care provider's instructions. The customer's mother performed high pressure test and the insulin pump passed after repeating the test. The insulin pump will not be returned for analysis.